Manufacturer narrative:
UDI number is not required for this product code. The actual device was not available to the returned to the manufacturing facility for evaluation. On may 18, 2017 six (6) unused samples from the same lot were returned for evaluation. Verification of the fitting alignment of protectors was conducted. No scratch or physical deformations were observed. Protector fitting force was measured and every measurement on each sample was confirmed to be within manufacturing specification. A comment was made by the user facility that there were several samples with tightly fitting protectors. However, those events were not reported to the manufacturer and no additional information was available including event dates, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. A review of the manufacture inspection record of the involved device confirmed no defective fitting-force which exceeded our standard parameter. There has been no similar incidents reported for the involved lot by other medical institutions. There is no evidence that this event was related to a device defect or malfunction. All testing confirmed the products to meet manufacturing specification. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported a needle stick with the involved device. Follow up communication with the user facility reported the following information: attempt to remove the protector cap found it was tightly placed; a needle stick occurred as the protector was removed with one's strength; the event had occurred pre-care on patient; and the user found several number of such products but all had been discarded.